Event description:
Additional information from the patient indicated they haven't seen their healthcare professional yet. They were going to follow up with their doctor to see if insurance would cover replacing the implantable neurostimulators (inss) on both sides because they are too hard to charge and 'float' around. The patient noted that they would follow up after the see their doctor.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: neu_unknown, product type: unknown. Product ID: neu_unknown.

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that they had a hard time recharging since implant. Sometime after implant, they noticed the implantable neurostimulator (ins) was "floating". The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s previous implantable neurostimulators (rechargeable) were replaced because recharging was a three hour process every week. The patient couldn't handle it and can't turn and do that. It was not very good since implant. The rechargeable implantable neurostimulators were replaced with non-rechargeable implantable neurostimulators on (B)(6) 2016 and the patient is all right now. There were no further complications reported or anticipated. Refer to manufacturer report #3004209178-2016-00885.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported the patient reported the implant was replaced. The patient was asked if it was due to normal depletion and the patient said he didn't know because they did away with the insurance. The patient reported having issues with his arm, bones in shoulders and back and he can't hold the charger to his back. The patient said the strap doesn't work for him and this has been since his first implant. No further complications were reported.